Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment were discontinued and the patient was discharged from the hospital (on an unknown date). On an unknown date, pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient has not recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. The patient was hospitalized and treated with vancomycin (1gm, intravenous, every 3rd day) and injection of amikacin (125mg, intraperitoneal, once daily). Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the cause of peritonitis is unknown. It was reported that the patient recovered from the event of cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.